Manufacturer narrative:
As of this report the customer has not provided olympus the positive culture results and third-party confirmation testing has not been performed. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The device was returned to olympus for evaluation. During the evaluation it was uncovered that the scope connector was dirty due to incorrect or insufficient reprocessing of the scope. Upon further inspection, it was observed that water tightness was lost due to a crack on the distal end. It was also observed that the bending angle in the right direction did not meet the standard value due to wear of angle wire. It was observed that the adhesive of the bending section cover was detached. It was also observed that the connecting tube had a wrinkle. It was observed that the image guide protector had a scratch. It was also observed that the scope connector cover was deformed. Lastly, it was observed that the adhesive around the light guide lens had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, the evis exera ii duodenovideoscope, tested positive for an unspecified gram-positive bacterium (gpb). The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the scope connector was dirty, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported issue as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device instruction manual: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.